Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0whpp, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported that the patient had the device implanted on (B)(6) 2015. The patient had a partial plate for their teeth that had metal and had a broken right arm that had a rod and a cap. When they were putting the device in, the patient got burned on the bottom of the left inside of the lip on the vagina. The first jolt caused them to kick the rubber thing off their foot. It hurt in the area the patient was burned, so they couldn¿t increase stimulation. The patient had the stimulation turned down one notch from feeling it and couldn¿t stand to feel it because of the pain. When the pads hit the area where it was burned, it was still sore. The patient was going to see their gynecologist on (B)(6) 2015, but that was not the doctor they saw for the device. The patient could call their managing doctor. No steps were taken to resolve the burn on the lip of the vagina. It still hurt when pressed with the pad on it. It still felt new and the doctor said the skin there was very thin. There were 3 times the patient felt the pain and it was so intense that the rubber ground on the bottom of their foot was knocked up in the air. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional (hcp) reported that the patient was seen on (B)(6) 2015. Device reprogramming was performed at a level of comfort. The patient tolerated the procedure well and was told that her device was turned off. She was encouraged to leave her device setting along as she continued to make vast attempts of changing the programs on her own. Additional information from the consumer reported that since the recent reprogramming, she was only leaking on one side. One pad was wet and the other one was not. She wanted to know what could be causing it. This was occurring for 3-4 days prior to (B)(6) 2015.

Event description:
Additional information received from the consumer reported that the patient had painful stimulation. Right after implant the patient felt stimulation was burning the bottom of the vaginal area, so they had to turn stimulation down. The patient corrected the issue by turning stimulation down.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that since the patient left the dental partial for their bottom teeth and it has metal in it that it caused the pain in the vagina during implant. The patient couldn't turn stimulation up anymore from 4. Something on program 3, because they felt the pain. They adjusted stimulation 3 times and stimulation felt like a knife was cutting from the left side of the vaginal lip. It hurt so hard that the ground pad at the feet flipped right up. The patient saw their gynecologist on (B)(6) 2015 and was told the skin on the left side of the vagina was thin and they did not think it was due to the implant. The patient's burning was just now healing as of (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that, after the patient shut the machine off, the pain went away so they weren't going to turn it back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported patient reported when the ins was implanted they got a ¿shock¿ that went from the vagina to the bottom of their leg and flipped a leather piece that was placed on their foot before surgery. Patient reported they got two more ¿pains¿ from the surgery just like the first ¿shock¿ and reported it felt like someone took a knife from their vagina to their foot. Patient reported the ¿shock¿ during the surgery burnt the outer left bottom vaginal lip. Patient reported they went to the doctor¿s office at least 5 times after the ins was put in for reprogramming to find the right settings but reported they would try to reprogram the device so they would feel a tingle but whenever they would get the right setting, they could not stand the pain so stimulation had to be turned down. Patient confirmed the pain resulted from the ¿shock¿/burn from the ins surgery. Patient reported they had nothing but pain since the ins was implanted.